Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, the aquabeam robotic system generated an "e827 - monitor touch screen is not available" which was unable to be cleared. The treating surgeon decided to abort the procedure due to the e827 error issue. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The hydros tower touchscreen was returned for investigation. The reported failure of e827 error was confirmed during a live troubleshooting call held with a procept field service representative. Upon return of the hydros tower touchscreen, functional testing could not replicate the reported e827 error as the touchscreen was functioning as intended. The touchscreen was then sent to the manufacturer for in-depth analysis, which could not confirm the reported event. The root cause of the failure was unable to be determined. A review of the device history record (DHR) for hy1000-us/serial number (B)(6) was conducted. The touchscreen is a purchased device hence the manufacture date is not available. The receiving records were reviewed for lot 24a13327. It was confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros user manual, um0401-00 rev. B advises the customer to perform the following when e827 is encountered: full system restart needed. 1. Release foot pedal, 2. On tower front panel, press and hold the power button to power off, 3. Press the power button again to restart; system will try to continue at current step if issue persists, call procept biorobotics. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.